Event description:
It was reported that during the therapeutic procedure of removing a one step button feeding device from a pt, the button dome detached from the shaft while it was being pulled for removal. The button dome remained inside the pt and was successfully removed with the aid of a snare. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.